Event description:
Ous MDR - it was reported that the associated ICD showed a battery capacity of 43% in (B)(6) and could no longer be interrogated on (B)(6) 2014. Furthermore, it was reported that during implantation of the new ICD, a short-circuit occurred after the defibrillation test. The lead, which had been assessed as intact before, showed a shock impedance of <25 ohm when tested. The lead and the ICD were exchanged. Both icds were returned to biotronik for analysis. We were not informed of the whereabouts of the lead.

Manufacturer narrative:
The lead complained about was not returned for analysis.